Event description:
It was reported that a patient presented with far r wave over-sensing resulting in inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No additional intervention or adverse patient consequences were reported.